Event description:
Reported via clinical study. It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed. Prior to index procedure, aspirin was administered. On (B)(6) 2022, the patient underwent successful placement of a 24 mm watchman flx laa closure device with a complete laa seal and deployed device diameter of 19.8mm. On (B)(6) 2022, the patient was discharged on aspirin (81 mg /day) and apixaban (10 mg /day). On (B)(6) 2025, 1136 days post index procedure, the patient presented to outside facility with the complaints of slurred speech and fatigue. On the same day, computed tomography (CT) head stroke activation without contrast was performed which showed no evidence of an acute intracranial process and computed tomography angiography (cta) of head and neck showed no evidence of high-grade stenosis, occlusion, or aneurysm. Discogenic degenerative changes of the cervical spine and c6-7. A magnetic resonance imaging (MRI) of brain revealed acute left pontine infarct. There was no evidence of hemorrhage. There was a small focus of restricted diffusion involving the left pons just proximal to the pontomedullary junction. Mild parenchymal atrophy was normal. Mild mucosal thickening of the ethmoid sinus mucosa. On the same day, an x-ray of the chest showed no radiographic evidence of an acute cardiopulmonary abnormality. At the time of the event the patient was on aspirin 81 mg /day. There was no action taken in response to the event. On (B)(6) 2025, modified rankin scale (mrs) score was noted to be 1. On (B)(6) 2025, the outcome of the event was considered to be resolved with sequelae. On (B)(6) 2025, mrs-90 days score was noted to be 1. No further information is currently available.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx?, part # m635wu50240 batch # 0029622090. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include cerebral vascular accident (cva) (fatigue, speech disorders) (imaging required). Risk review: a risk review was completed and confirmed that the event of cerebral vascular accident (cva) (fatigue, speech disorders) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via clinical study it was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed. Prior to index procedure, aspirin was administered. On (B)(6) 2022, the patient underwent successful placement of a 24 mm watchman flx laa closure device with a complete laa seal and deployed device diameter of 19.8mm. On (B)(6) 2022, the patient was discharged on aspirin (81 mg /day) and apixaban (10 mg /day). On (B)(6) 2025, 1136 days post index procedure, the patient presented to outside facility with the complaints of slurred speech and fatigue. On the same day, computed tomography (CT) head stroke activation without contrast was performed which showed no evidence of an acute intracranial process and computed tomography angiography (cta) of head and neck showed no evidence of high-grade stenosis, occlusion, or aneurysm. Discogenic degenerative changes of the cervical spine and c6-7. A magnetic resonance imaging (MRI) of brain revealed acute left pontine infarct. There was no evidence of hemorrhage. There was a small focus of restricted diffusion involving the left pons just proximal to the pontomedullary junction. Mild parenchymal atrophy was normal. Mild mucosal thickening of the ethmoid sinus mucosa. On the same day, an x-ray of the chest showed no radiographic evidence of an acute cardiopulmonary abnormality. At the time of the event the patient was on aspirin 81 mg /day. There was no action taken in response to the event. On 26-sep-2025, modified rankin scale (mrs) score was noted to be 1. On (B)(6) 2025, the outcome of the event was considered to be resolved with sequelae. On (B)(6) 2025, mrs-90 days score was noted to be 1. No further information is currently available.